Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The air water nozzle was not deformed, and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: the event can be detected and prevented in accordance with the following IFU. The instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope, had the channel blocked, potentially channel 4. The issue occurred during reprocessing. The procedure was unknown. The procedure was completed using the same device. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that foreign debris was found protruding from the air/water nozzle. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was confirmed. The evaluation found the following: light cover glasses were cracked: light cover glasses adhesive was worn; optical cover glass adhesive was worn; outlet pipe condition showed evident blockage; distal end cap was worn; distal end adhesive was lifting; insertion tube had evident delamination, insertion tube was worn; control body air/water housing had the colored ring worn; control body side cover was stained; switch condition, switch head was stained; air channel volume had evident blockage; water flow was out of specificaiton; water flow was out of specification; water removal was out of specification, water channel,. Volume had evident blockage and electrical safety test was not to specificaiton. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.